Event description:
It was reported that the critical care unit(ccu) nurse was tried to fill the arctic sun device and got alarm 03 (water reservoir low). The nurse had first empty pads. The device was showed that no water level. They filled the device but the device only took 500ml. They reconnected pads and restarted the therapy. They offered to wait and ensured the good flow rate and they needed to get off quickly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care unit(ccu) nurse was tried to fill the arctic sun device and got alarm 03(water reservoir low). The nurse had first empty pads. The device was showed that no water level. They filled the device but the device only took 500ml. They reconnected pads and restarted the therapy. They offered to wait and ensured the good flow rate and they needed to get off quickly. Per follow up information received via task on 05oct2023, it was reported that the patient was an older male. Therapy was completed and there was no impact to the patient. Nurse did troubleshooting with mis and instructed on how to properly fill the gel pads. Once this was properly done, the issue was resolved.